Event description:
It was reported that, "the subject was enrolled in the (B)(4) and received their study surgery on (B)(6) 2011. The subject was noted to have a patellar fracture on (B)(4) 2011. The subject was treated with nsaids and a brace. The lead to the revision of the patella on (B)(4) 2012. The operative notes and x-rays have been requested from the site. The site also confirmed that the device was not retained and will not be sent back."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.